Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4), implanted: (B)(6) 2009; product ID (B)(4), implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported there was t-wave oversensing in the stored electrograms that were labeled as high ventricular rates. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was later reported that the t-wave oversensing has continued and there is known high thresholds. The patient will be seen in the clinic for evaluation and the right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.